Manufacturer narrative:
(B)(6).

Event description:
Subsequent to the initial MDR, additional information was provided on 11/11/2020. The patient stated they had fluoroscopy aided surgical extraction of the sensor wire on (B)(6) 2020 by a hand surgeon. They had a 2-inch incision and required 10 sutures. It was performed under conscious sedation (versed and propofol). The sutures were removed on (B)(6) 2020. The allegation of a detached sensor wire was confirmed based on the surgical extraction of the sensor wire on (B)(6) 2020. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient stated that they had experienced an error message during the 2-hour warm-up after inserting a new sensor into their arm. When they removed to the sensor to replace it, they noticed that the sensor wire was missing and suspected that it had detached and remained in their arm. The patient went to the emergency department (ed) (date not provided), was evaluated by a physician, an x-ray was performed and confirmed a retained sensor wire in a u-shape in her arm. The patient stated they will be consulting with a plastic surgeon about removal of the wire as they have been experiencing itching at the site. No product was provided for evaluation. The allegation of a detached sensor wire was confirmed through an x-ray and ultrasound. A probable cause could not be determined. No additional patient or event information is available.